Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05417. It was reported that the patient had a fall and after this fall the ipg is turning off by itself. The patient's lead also is experiencing high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.